Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign manufacturer representative (for, rep) regarding a patient receiving intrathecal vendal (morphine hydrochloride) 200 mg at a dose of 1.1994 mg/day and bupivacaine (bucain) 0.5004 ug at a dose of 0.5997 ug/day via an implantable pump. It was reported that a synchromed iii (smiii) pump had an out of the box motor stop under normal storage in the delivery state. The motor stop occurred on (B)(6) 2025 and was resolved on (B)(6) 2025. It was observed during the implantable surgery that the pump had a motor stop. Technical services informed the rep that the pump must not be implanted in such a situation when the root cause of the motor stop was unknown. Technical services also indicated that error 03 did not allow a more precise conclusion to be drawn about the cause of the engine stop. It was only the message that an engine stop has occurred. Additional information received from the rep indicated that unfortunately the rep was not present at the operation and it was implanted. The rep looked at the delivery note of the pump and the pump stop corresponded to the time of delivery, so it was not yet completely delivered, but could not trace exactly where it was.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the implant date of the pump was (B)(6) 2026. The full name of the hcp and the facility associated with the event was provided. It was stated that the pump stop had been resolved and so far no further information was available. The pump was still in use. The information had been provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.